Event description:
The investigation has determined that lower than expected vitros tsh3 results were obtained from both vitros and non-vitros qc fluids when tested on a vitros 5600 integrated system. Mas qc level 2 tsh results of 9.314, 9.926 and 9.877 miu/l versus the expected result of 14.71 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The discordant vitros results were obtained from non-patient fluids and were not reported from the laboratory to a physician. Ortho is not aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation has determined that lower than expected vitros tsh3 results were obtained from both vitros and non-vitros qc fluids when tested on a vitros 5600 integrated system. The most likely assignable cause for the lower than expected vitros results is instrument related. An ortho field engineer performed service and maintenance actions to the instrument, including replacing the reagent metering proboscis, unblocked the signal reagent vent and removed and cleaned the signal reagent probes. Following service actions, acceptable qc fluid performance was obtained by the customer indicating the vitros 5600 integrated system was now performing as expected. Based on historical quality control performance, a vitros tsh3 performance issue is not a likely contributor to the event. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh3 reagent lot 0200. (B)(6).